Manufacturer narrative:
On 19-nov-2021, mentor received additional information about the event. The patient reported that both of her breast prostheses are bottoming out. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with two 360cc smooth mentor memorygel breast implants experienced bilateral breast pain postoperatively. The patient also reported incisional scar tissue that may need a revision. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.